Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a right heart catheterization procedure on (B)(6) 2018 was performed due to inaccurate sensor readings. During the procedure, the sensor baseline was decreased via recalibration by 18.3 mmhg.